Event description:
Same case as MDR ID: 2134265-2013-09133. It was reported that balloon rupture occurred. Vascular access was obtained via the radial artery. The eccentric target lesion was located in the moderately calcified and moderately tortuous left anterior descending artery. A 3.5 non bsc guide catheter was used. After a non bsc guide wire crossed the target lesion, a 12mm x 2.50mm nc quantum apex balloon catheter was advanced with significant resistance encountered but was still able to cross the lesion. The balloon was inflated three times at 12 atmospheres on each inflation however it ruptured at 14 atmospheres at an unknown number of inflation due to calcification of the lesion. Then another 12mm x 2.50mm nc quantum apex balloon catheter was advanced with significant resistance encountered but was able to crossed the lesion. The balloon was inflated however it also ruptured at an unknown atmosphere and at an unknown number of inflation due to calcification of the lesion. The device was removed. The procedure was completed using another of the same device and implantation of 2.5mm x 24mm, 2.75mm x 24mm and a 3mm x 24mm promus premier stents. Post dilation was performed using two 2.5mm x 12mm quantum apex balloon catheters and a 3mm x 15mm quantum apex balloon catheter. No patient complications were reported and the patient status was stable.

Manufacturer narrative:
(B)(4). Device evaluated by MFR: the device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Manufacturer narrative:
Device evaluated by manufacturer: returned product consisted of a nc quantum apex balloon catheter with no original packaging or other devices. There was contrast and blood in the inflation lumen and blood in the balloon. The balloon was loosely folded. Microscopic examination of the balloon revealed a pinhole in the balloon wall .5mm from the distal end of the proximal markerband. There was balloon material lifted around the pinholes. Microscopic examination presented no irregularities in the balloon material or the ro marker that could have contributed to the damage. Inspection of the remainder of the device presented no other damage or irregularities. There was no evidence of any material or manufacturing deficiencies contributing to the damage or to the reported event. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
Same case as MDR ID: 2134265-2013-09133. It was reported that balloon rupture occurred. Vascular access was obtained via the radial artery. The eccentric target lesion was located in the moderately calcified and moderately tortuous left anterior descending artery. A 3.5 non bsc guide catheter was used. After a non bsc guide wire crossed the target lesion, a 12mm x 2.50mm nc quantum apex¿ balloon catheter was advanced with significant resistance encountered but was still able to cross the lesion. The balloon was inflated three times at 12 atmospheres on each inflation however it ruptured at 14 atmospheres at an unknown number of inflation due to calcification of the lesion. Then another 12mm x 2.50mm nc quantum apex¿ balloon catheter was advanced with significant resistance encountered but was able to crossed the lesion. The balloon was inflated however it also ruptured at an unknown atmosphere and at an unknown number of inflation due to calcification of the lesion. The device was removed. The procedure was completed using another of the same device and implantation of 2.5mm x 24mm, 2.75mm x 24mm and a 3mm x 24mm promus premier stents. Post dilation was performed using two 2.5mm x 12mm quantum apex balloon catheters and a 3mm x 15mm quantum apex balloon catheter. No patient complications were reported and the patient status was stable.